Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the repair tech reported that the central control monitor would not power up. Since the event occurred during routine testing of the device, there was no pt involvement during this event.